Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial wall of the pericardium was perforated. There were no adverse consequences for the patient, the implant was finalized and patient was in a good condition afterwards.